Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer experienced an elevated blood glucose (bg) level was 600 mg/dl. Bg was addressed with a manual injection. Customer successfully filled the existing cartridge and continued to use the pump for insulin therapy.